Event description:
Revision of abg2 stem/trident cup . V40 lfit head had come off trunnion and stem and had been rubbing against head

Manufacturer narrative:
An event regarding disassociation involving an abg ii cementless stem was reported. The event was confirmed. Method and results: visual inspection was performed as part of the material analysis. All surfaces of the trunnion exhibited wear from movement against the femoral head taper, with predominant material loss on the medial and laterals sides. No original machined surfaces remained. The report concluded: movement between the femoral head taper and the femoral stem trunnion caused wear and material loss within the taper junction. Due to the degradation present on the taper and trunnion surfaces, it was not possible to evaluate the condition of the taper lock that permitted movement to occur. No material or manufacturing issues were observed on the device features evaluated. Insufficient medical records were received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided, however, there is no evidence that the event was material or manufacturing related. Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.

Event description:
Revision of abg2 stem/trident cup. V40 lfit head had come off trunnion and stem and had been rubbing against head

Manufacturer narrative:
Removed death date.

Event description:
Revision of abg2 stem/trident cup . V40 lfit head had come off trunnion and stem and had been rubbing against head.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.